Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified red particle material on the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth due to concern with the product" and "capsular contracture, baker grade unknown".

Event description:
Patient reported right side "exchange from textured to smooth due to concern with the product." Healthcare professional reported right side "textured/capsular contracture," baker grade unknown. Device has been explanted.

Event description:
Healthcare professional confirms right side capsular contracture, baker grade IV. Device has been explanted and discarded.